Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 370 mg/dl compared to readings of 144 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. An extended investigation was performed. Visual inspection was performed on the returned sensor puck and did not observe any evidence of misuse or abnormalities. The puck's data was reviewed for any signs of sensor data corruption or glucose reading abnormalities, nothing was observed during data analysis. The patch data was extracted and observed the patch to be in state 8 (error termination). The returned sensor was de-cased and visual inspection was performed on the sensor pcba(printed circuit board assembly), no issue was observed. Smu (source measurement unit) test was performed to check the functionality and the accuracy of the returned puck. It was observed that the returned puck moved into state 4 (active paired) which indicates that the puck moved to a normal operation mode and fully functional. The returned puck had an electrical current measured to be within specification, indicating no accuracy issues were present in the puck. Additionally, poise voltage and sensor thermistor testing were both within specification, indicating no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 370 mg/dl compared to readings of 144 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.